Event description:
It was reported that scope had holes on the distal end. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H2, h3, h6: the device, which was not used in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed the scope to have deep distal tip and fiber damage, a dented outertube and a cracked negative lens. This failure is confirmed not originate from manufacturing, packaging, or labeling defects. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. Factors that are known to contribute to the alleged fault/failure may include mishandling during shipping, use or reuse of the device, contact with another source, or wear and tear over time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No manufacturing related defects were observed.